Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink system continu-flo solution set had no flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between march 19th - 20th, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photo was unable to identify any defects on the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.